Event description:
The customer contact reported the clave port remained in the open position; subsequently, a leak of a chemotherapeutic agent was noted. The unspecified symbiq tubing set was being used to deliver saline at a rate of 900 ml/hr. After an unspecified length of time in use, the customer contact reported that an unspecified syringe was used to access the clave port on the tubing set to infuse an unspecified concentration of daunorubicin. It was reported that upon removal of the syringe, the silicone sleeve of the clave port remained depressed and a "small fine spray" of fluid sprayed on the pt's right cheek. It was reported the pt's face was washed with water. At an unspecified time later, the pt reported their "eye felt strange." The pt's eye was rinsed with 200ml of sterile water and the physician was notified. No medical interventions were required. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The list number of the device that was in use is unk. The customer indicated either list #16019 or list #16090 was used. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).